Event description:
It was reported that a user of the ilet with a contact detach steel infusion set experienced persistent hyperglycemia after changing supplies, with a reported glucose of 400 mg/dl and no noted abnormalities with the device or infusion site; the user was also wearing a dexcom g6. Symptoms included high blood glucose. Outcomes included temporary impairment due to elevated glucose. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed that the cause of the hyperglycemia was unclear with no device malfunction confirmed. It was concluded that the event was not confirmed to be device related and no corrective action was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.